Manufacturer narrative:
(B)(4).

Event description:
(B)(4) received an e-mail from the ethicon risk manager team stating the following: it was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2004 and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient concurrently underwent supracervical hysterectomy, sacrocolpopexy, sparc suburethral sling and posterior colporrhaphy with perineorrhaphy.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection, urinary problems, recurrence, and bowel problems.

Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.